Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, yellow particles on the shell, broken on the plug strap, and missing the plug strap (25-50%). Leak test and microscopic was performed which identified the unit does not leak and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the plug strap assessed as surgical damage consist in the use of some surgical tool. Missing the plug strap due to inconclusive. No valve delamination was observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, "valve delamination form shell" and "plug strap separation." Device has been explanted.